Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported when the patient presented to the cardiology for a routine follow-up, loss of capture was observed. The voltage was increased to allow capture and this led to the battery lifespan to decline. The lead setting was programmed and the battery life returned to normal. No further information is available.